Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (compact plus system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: a result in the "500's" mg/dl (aviva meter), 128 mg/dl (compact plus meter), and 94 mg/dl (compact plus meter). No adverse event reported. The test strip lot number was not provided for the compact plus meter. The remaining compact plus test strips were used; therefore, no product could be requested to be returned for product evaluation.